Event description:
Additional information was received that the patient presented to clinic for post-paced t-wave oversensing (pptwos) and further programming changes were made. Oversensing instances were greatly diminished but not completely resolved. The device will continue to be monitored. There were no patient consequences.

Event description:
Additional information received noted that the post-paced t-wave oversensing (pptwos) was observed during product implant procedure. The device was reprogrammed. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). The device will continue to be monitored.